Event description:
It was reported that the device was being used on a pt when it suddenly powered off. The unit was then powered back on; however, after a short time the device turned off again and could not be powered on. There was no adverse affect on the pt due to this reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.